Event description:
It was reported, the siderail chrome was peeling off.

Manufacturer narrative:
The chrome peeling from the siderails is related to the mfg process of the siderails at the time of the stretcher was mfg. A new mfg process was implemented in october 2005 to correct the reported issue.